Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, there was inadequate samples produced. There was no pt consequence reported, case was completed.